Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's controller kept displaying "settings not available" when they tried to increase the stimulation intensity. The patient was walked through resetting the controller, however the issue was not resolved. They had groups a, b and c available and were currently on group a. They tried groups b and c as well, however "settings not available" displayed when the patient tried to increase the stimulation intensity on each group. The issue was not resolved. A representative noted they would call the patient. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient was getting an error screen on the patient controller, cannot provide the desired intensity. In the office they tested impedances and with ref 0 1-7 values were high. The caller used ref 8 and 0 2 were within range. During the call the caller provided the following impedance values from the tablet: ref 0 2 760ohms all other values are >40000ohms ref 8 0 530ohms 1 40000ohms 2 720ohms 3-7 >40000ohms electrode 9-15 range from 690-820ohms. The rep programmed a bipole with 0 2 and the patient was feeling stimulation. The caller also used the 8-15 to provide an alternative set of therapy parameters if the patient started to have issues with the programming using electrodes 0/2. The issue was not resolved through troubleshooting. Tss reviewed impedance considerations. The caller will follow-up with the hcp.